Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 three (3) gfe attempts have been made to obtain information on the service/repair of the unit. At this time the customer did not send po, therefore this complaint is being processed with the information currently available. The risk and IFU are all documented in the respective files. If additional information is provided at a later date the complaint will be reopened and update accordingly.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, the full name is pennington steven. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a balloon pump alarm. User tried to swap the maintenance battery bay 1 or 2, but still pump continued to alarm. Patient involvement is unknown.